Event description:
The customer contacted baxter's technical service center to report a leak during use. The physician reported that a leak from the clean flash was observed when the 3rd bag was connected to the bag line spike of the disposable cassette. There were no abnormalities when other bags were connected to the heater line(1st bag) and the other line (2nd bag). The patient and the nurse confirmed that the clamps were closed before the connection. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a leak. Baxter received actual sample in reference to leak. A visual inspection was done and no abnormalities were observed. Functional test (self test and priming), pressure test and clear passage test were performed, no abnormalities were observed. The complaint could not be confirmed in the lab. The root cause of the complaint was not determined.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.